Event description:
It was reported that a mis-spike occurred when the customer connected the continuous ambulatory peritoneal dialysis (capd) uv flash disconnect cap to the uv flash transfer set. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample has been received and is available for evaluation. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During visual inspection of the returned sample, a bent spike was found. Leak testing, clear passage testing and clamp function testing were performed with no issues noted. The root cause of the bent spike cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.